Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had bearing damage and the device fell apart - unattached. Therefore, the reported condition that the device had bearing damage was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had bearing damage, the cutter could not be inserted, components were missing, the nose tube was bent/damaged, the color band was chipping/fading, the device fell apart/unattached, and there was component damage. It was noted that the internal parts of the ball bearing were missing, the extension sleeve was damaged, and one color ring was damaged. It was further determined that the device failed pretest for lock operation and cutter insertion. It was noted in the service order that the device had bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.